Event description:
It was reported via repair work order that the bed lift would drift due to lift nut malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.